Event description:
Additional information received reported the patient was reprogrammed the day of the report to increase stimulation in the back. The patient was receiving stimulation every the patient needed it and it was providing good pain relief.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to feel the stimulation from their new implantable neurostimulator (ins) in their back as they did prior to the replacement noted as <(><<)>50% therapy relief at the location of the lead component. Impedance testing showed that electrodes #2 and 7 had values >10,000 ohms. Reprogramming was performed as an action for the event issue. The cause of the impedance issue had not been determined nor had not it resolved. Another manufacturer¿s representative then met with the patient on (B)(6) 2014 where additional reprogramming was performed but was unable to get the stimulation into their back area as before the replacement surgery. The patient was referred back to their physician to discuss a lead revision. No other details or an outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
Additional information received reported that the patient had stimulation in the wrong location. It was noted that the stimulation was not working ¿in the area it used to work in¿ ever since the new implant on (B)(6) 2014. When the patient had the device before, it worked for her spine, back and leg; however, at the time, all that was working was only in the left leg. It was noted that the patient just wanted it to be right and was planning to do a revision. The reporter stated that the patient was suffering and had been since july (due to various issues). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 377745, lot# j0555529v, implanted: 2005 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2005 (B)(6); product type extension. (B)(4).

Event description:
Additional information received reported that a lead was added to the patient¿s current system and they were able to obtain stimulation in the patient¿s back where she was not getting it before.